Event description:
It was reported that prior to starting a da vinci s surgical procedure, tip of the monopolar cautery singlesite instrument came off, this was noted before procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with the cautery adapter dislodged from the main tube. The monopolar cautery tip was returned and remained with the cautery adapter. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.